Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100427213. Model/catalog description: control pump fgs iz. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100444100. Model/catalog description: balloon fgs 61-70 cm. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion and pain, the patient presented with localized perineal pain and discomfort at the cuff site, along with some difficulty voiding. It was reported that the device was too tight around the bulbous urethra and patient was in a lot of pain. Cystoscopy showed a tight indentation and mucosal blanching at the cuff site, a wrong measurement from the previous device was reported. The aus was explanted and replaced. There were no additional patient complications reported.